Manufacturer narrative:
(B)(4). The device reported, list number m771, is an abbott product that is marketed internationally, which is the same or similar to a device list number (B)(4), that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.

Event description:
The complainant reported an under delivery. The calculated delivery volume was 600 ml at a rate of 120 ml/hour; however, the actual delivery volume is 222 ml.